Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call failed battery test and display anomaly. The customer's blood glucose level was unknown. The customer stated that the insulin pump would reject new batteries and the display screen had scratches. Troubleshooting was not performed and the insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a minor scratched lcd window. Pump passed the idle current measurement test, run current measurement test, self test, off no power test and displacement test. Insulin pump was received with a normal operating currents. Insulin pump was monitored for several hours and no unexpected failed battery test or failed battery alarm noted during the testing. (B)(4).